Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being image orientation being flipped and the master manipulators were assigned to the opposite arm, which could potentially be related to an product problem. B1 updated to " adverse event and product problem" from " adverse event" annex e updated to include e0506 - hemorrhage/bleeding, e2330 ¿ pain, and e2015 - unspecified tissue injury. Annex f updated to include f1901 - additional surgery, and f23 - unexpected medical intervention. Annex a updated to include a23 - use of device problem. Annex g updated to include g04133 ¿ trocar. Annex b updated to include b13 - communication/interviews and b17 - device not returned. Annex c updated to include c19 - no device problem found. Annex d updated to include d15 - cause not established. Corrected information can be found in the following field: b1. Updated information can be found in the following fields: g6, h2 and h6.

Manufacturer narrative:
None of the da vinci instruments or accessories used during the procedure will be returned for failure analysis. Based on the information provided, the cause of the reported incident is unknown at this time. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. There were no system errors related to the reported incident. It was also confirmed that the mcs instrument and the endoscope were used in subsequent procedures. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon nicked an unspecified artery. As a result, the patient experienced bleeding. The primary surgeon, with the help of a general surgeon, controlled the bleeding by using a hemostatic agent.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an artery was nicked, therefore causing the patient to bleed. It was stated that a general surgeon helped the primary surgeon and the bleeding was stopped by using a hemostatic agent. The procedure was completed with no further issues. On (B)(4) 2020, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the robotics coordinator stated she was not present during the procedure; however, she was informed of the incident. It was reported that, during the procedure the surgeon encountered an issue with the image orientation being flipped and the master manipulators were assigned to the opposite arm. The site had conducted a power cycle, and that resolved the issue. However, towards the end of the procedure the surgeon noticed a bleeder. The robotics coordinator confirmed that the bleeding was not from a main vessel, and the blood loss wasn't significant. The robotics coordinator stated the monopolar curved scissors (mcs) were used; however, she cannot confirm if that was the instrument that nicked the vessel. It was confirmed that the primary surgeon, with the help of a general surgeon, controlled the bleeding by using a hemostatic agent. It was confirmed that there was no medical intervention rendered to the patient. Post-operative day # 1, isi's clinical sales representative (csr) was informed of the incident. The csr contacted the technical support engineer (tse) to check the system logs regarding the image orientation being flipped. The tse confirmed there were no errors in the system log during the procedure. The tse stated that the issue could have been induced by the user by manually rolling the camera 180 degrees causing the orientation to be flipped.